Manufacturer narrative:
The technicians found the brakes are setting but would swivel when the bed is pushed from the side. The technician found the brakes are out of adjustment. The technician adjusted the brakes to resolve the issue. Based on this information, no further action is required.

Event description:
The account stated the bed brakes are not functioning. No patient injury reported.